Event description:
Bard g2 ivc filter inserted in 2009. Post insertion, film demonstrates filter in correct position. Pt complained of abdominal pain in the immediate post procedure time frame. CT abdomen done the next day demonstrates the filter out of alignment. Thirteen days later, a CT abdomen/pelvis reveals ivc filter with it's tip within the ivc. There are two legs which protrude through the inferior vena cava wall indicating focal chronic perforation. Attempted removal of ivc filter the next day, was unsuccessful. Pt required transfer to a tertiary care center for removal of filter by cardio vascular surgeon. Dates of use: 2009. Diagnosis or reason for use: dvt/pe.